Event description:
On (B)(6) 2010, patient reported he began having elevated blood glucose readings on (B)(6) 2010, but when he bolused, the readings would come down but wouldn't stay. Patient reported blood glucose readings on (B)(6) 2010 at 3 pm of 309 mg/dl; bolused 5.5 units of insulin, at 5 pm of 286 mg/dl; bolused 3.0 units of insulin; and then at 7 pm of 565 mg/dl. Patient stated he switched to his backup infusion device at 7:19 pm and after switching he got a reading of 256 mg/dl at 8:34 pm, at 9 pm a reading of 205 mg/dl, and at 10 pm a reading of 129 mg/dl. Patient reported he tried his primary infusion device again today and since 11 am, his readings keep going upward. Patient stated he is still receiving higher readings. Patient reported while he was on the backup infusion device, his readings were leveling off in normal range. Patient's normal blood glucose range is 80-125 mg/dl. Patient stated he did not receive any errors or alerts from the infusion device. Had patient perform a bolus of 2.0 units of insulin; insulin emerged and was stored properly in the memory of the infusion device. Patient reported he thinks his basal rate is not working properly. Patient stated he has had no lifestyle changes other than he didn't exercise/walk on (B)(6) 2010. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.